Event description:
The customer reported that during a routine check of the iabp, the iabp failed to start pumping. An alarm sounded after about 4 minutes. No patient was involved.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company service representative noticed that the pump did not start after +/- 4 minutes and alarm sound. The display on executive processor board led codes f7 and f0 during the alarm. Replaced the front end pcb. Performed all functional tests to meet factory specifications. The pump was returned to the customer. The front end pcb is being returned to the manufacturing facility in (B)(4) for evaluation. A supplemental medwatch report will be submitted once the part evaluation is completed. (B)(4).